Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR# 2134265-2017-13005. (B)(6). In (B)(6) 2012, the patient was diagnosed with stable angina (ccs classification: 3) and was referred for elective cardiac catheterization. Target lesion # 1 was a de novo lesion located in the left main coronary artery (lmca) with 70% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm.. Target lesion # 1 was treated with pre-dilatation and by placement of a 3.50 x 8 mm promus element plus stent. Following post-dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the distal saphenous vein graft (svg) to right posterior descending artery (r-pda) with 70% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 2 was treated with direct placement of a 3.50 x 16 mm promus element plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died of unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per the death certificate, the subject died due to complications of diastolic heart failure. The other significant conditions contributing to the death of the subject were hyperlipidemia, anxiety, asthma and chronic pain. The physician did not consider the death related to the devices.